Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that insulin gauge displayed amount different than expected for a previously used cartridge, with pump showing a much lower fill estimate than caller expected, and caller stated that issue persisted for that cartridge but did not occur with next cartridge. There was no reported impact to the customer¿s blood glucose level. Caller added insulin and reloaded same cartridge and technical support arranged a goodwill replacement and advised caller to call back for troubleshooting if active fill estimate issue occurred again.